Event description:
A (B)(6) male pt contacted zoll customer support to report frequent asystole alarms and occasional arrhythmia alarms. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (arrhythmia alarms/asystole alarms) has been confirmed. As received, the trunk cable connector was broken. The root cause of the broken trunk cable connector cannot be positively identified, but was likely a result of excessive force. The belt was fully functional once the trunk was replaced. No adverse event resulted from the broken connector. The pt received a replacement electrode belt.